Event description:
It was reported that the customer's insulin pump had a frozen display and unresponsive buttons. Troubleshooting was performed. It was stated that the device was rested for five minutes and a new battery was installed, but the insulin pump still had a frozen screen. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.